Event description:
While performing a surgical procedure, the screw that attached the esu electrosurgical unit hook disconnected from the hook and stayed in the disposable monopolar cord. The monopolar cord fell on the patient's skin while the esu was activated. The patient suffered three 3mm second degree burn in the area of the right lower quadrant medially, upper portion. The entire system was exchanged and a new system was used to complete the procedure.